Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of hearing and balance, pseudotumors, elevated metal ion levels and metallosis. Patient's legal counsel further reported that the surgeon allegedly noted aseptic cup loosening, pelvic bone loss and discontinuity. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of hearing and balance, pseudotumors, elevated metal ion levels and metallosis. Patient's legal counsel further reported that the surgeon allegedly noted aseptic cup loosening, pelvic bone loss and discontinuity. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2014 was due to a loose cup and metal-on-metal reaction. The patient's operative report noted fluid, a pseudotumor, and thickening of the synovium. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-06209 / 06211).